Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a visipro stent to treat a moderately calcified, moderately tortuous lesion in the mid right common iliac artery. The lesion was not pre-dilated. There was no damage noted to the packaging and no issues noted when removing the device from the tray. The device was prepped without issue. A 6fr non-medtronic sheath and a 0.035¿ non-medtronic glide wire were used for the procedure. There was no embolic protection used. The device did not pass through a previously deployed stent however, resistance was encountered but no excessive force was applied during advancement of the device to the lesion. It was reported that as the stent was being delivered to the target lesion, it became stuck on an area of calcium. When the physician pulled back to reposition the stent, it dislodged at the lesion. 2 evercross balloons -a 3x40, a 6x40 ¿ were used to fully deploy the stent. There was no patient injury reported.

Manufacturer narrative:
Additional information: the stent dislodged at the target lesion site and was deployed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the visipro balloon device was returned with the balloon in its pre inflation profile. The balloon expandable stent was not returned. There was no indication the balloon was inflated due to evidence of crimp marks observed in the location the stent was previously loaded. No abnormalities or deformities were observed on the catheter shaft and distal tip. A 0.035in compatible guidewire from analysis lab as loaded through the distal tip of the visi-pro and was able to navigate the full length of the visi-pro with ease. The guidewire loaded stent delivery system was advanced into a 6f sheath. If information is provided in the future, a supplemental report will be issued.